Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (infection) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 46-year-old male patient presenting with cardiomyopathy. During hospitalization, the patient developed methicillin-resistant staphylococcus aureus (mrsa) pneumonia following intubation. The reported infection is anatomically and clinically unrelated to the impella 5.5 device or the axillary access site. The patient remained on impella support at the time of reporting. Based on the available information, the infection is most plausibly related to prolonged intubation and the patient¿s critical clinical condition.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information received from the clinical site that the pump was disposed of. The infection was methicillin-resistant staphylococcus aureus (mrsa) caused when intubating the patient, there was no interaction traced to the impella.

Manufacturer narrative:
B5 updated with additional information received from the clinical site e4 was inadvertently omitted on the initial manufacturer device report.